Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and awareness of recall.

Event description:
Legal representative reported, right-side capsular contracture baker grade IV, awareness of recall, asia syndrome, cysts, astral pain, fatigue, hair loss, and insomnia. The device remains implanted. The report of, asia syndrome, cysts, astral pain, fatigue, hair loss, and insomnia have been deemed as not device related.